Event description:
Info received that the left head siderail was not latching all of the time. No injury reported.

Manufacturer narrative:
Tech found that the rail was not latching due to braked being bent, and rubbing against the locking pins. Replaced the entire left head siderail assembly to resolve this issue. Bed found in basement.